Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported incorrect information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sore throat and nasal/throat irritation or soreness. There was no report of serious patient harm or injury. There was no medical intervention was required by the patient. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. Correct text should have been: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sore throat and nasal/throat irritation or soreness. There was no report of serious patient harm or injury. There was no medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer and 1 error was logged. The manufacturer concludes that no visible foam degradation was found and could not confirm customer's complaint. In this report, box d: device serviced by 3rd party, device avail. For eval and date returned have been updated correctly. And box h: evaluation method code grid, evaluation results code grid and conclusion code grid have been updated correctly.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sore throat and nasal/throat irritation or soreness. There was no report of serious patient harm or injury. There was no medical intervention was required by the patient. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.